Event description:
I used renu bausch & lomb saline solution to clean & soak my contact lens. I have received many eye infections and have taken many antibiotics for this problem. I have received corneal transplant on my left eye. My vision has been impaired.